Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in obtaining carbohydrates to address the bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.